Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. As no further investigation was able to be performed no change in harm was identified.

Event description:
It was reported that during a shoulder with biceps tendon repair procedure, the ar-3680 fibertak implant system was being used and the anchor deployed adequately. As the surgeon went to shuttle the suture through the fibertak button, both shuttle sutures broke. The surgeon was able to remove the broken ar-3680 using a hemostat. The case was completed using ar-2290lot: 12779576 adding an additional 15-20 minutes to the procedure.